Event description:
The customer reported that the device failed to discharge via paddles.

Manufacturer narrative:
The customer reported that the device failed to discharge via paddles. The customer localized the issue to a failed paddle set. Replacing the paddles resolved the issue.